Event description:
The pt called lifescan and alleged that their meter was prompting an error 5 message. The pt stated that they used the correct technique and the test strips were in good condition, however, they continued to obtain the error 5 message when attempting to test. They visited their physician for advice. The pt's blood sugar was tested and the result 150 mg/dl. No treatment was provided. The issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however there is no evidence a serious injury. A replacement meter and testing supplies are being sent to the pt.